Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer has experienced hyperglycemia in the 250-300 mg/dl range and believes the insulin delivery of the infusion device is inaccurate. She has been able to treat hyperglycemia by bolusing via the infusion device, and no adverse event was reported. The adapter has not been changed in approximately 2 years, and the cartridge has small air bubbles. She was advised on both issues. She uses a competitor's infusion set. The cartridge, adapter, and infusion device were replaced and requested for evaluation. Follow-up was completed on (B)(4) 2014. She switched to the new infusion device, and her blood glucose has "been better."